Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional related manufacturer reference number: 3005188751-2015-00081.

Event description:
Related manufacturer reference 3005188751-2015-0072, 3005188751-2015-0073. Following a pulmonary vein isolation procedure, a pericardial effusion occurred. Double transseptal punctures were performed with a brk transseptal needle through a swartz sl0 introducer and a non-sjm introducer. A tacticath quartz ablation catheter was used to perform mapping and ablation in the right and left atria. At the conclusion of the procedure, the patient became hypotensive after protamine was administered. A small effusion was noted via a viewflex ice catheter; however, no intervention was required as the patient remained stable with no further hypotensive episodes. There were no alleged performance issues with any sjm device.